Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Patient diagnosed with bloody effusions and pain and revision surgery was performed on march 15, 2006. No bonding of bone cement wasnoted at the tibial component interface.